Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during deployment of an ivc filter, one of the filter legs would not separate from the pusher pad of the delivery system. The physician was able to free the filter limb by manipulating the delivery system; however, in doing so, the filter was moved caudally and became tilted approximately ninety degrees, with the apex of the filter resting against the wall of the cava. After the delivery system removed, a snare was advanced through the same femoral access site and the filter was successfully retrieved. Another femoral ivc filter was then implanted. No report of injury to the patient.